Event description:
The electrode array of the device was improperly placed. This was confirmed via x-ray by the surgeon. The device was explanted, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.